Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple malfunction alarms occurred. Customer cleared each alarm. Blood glucose (bg) was in the 300 mg/dl range. Customer continued to use pump for insulin therapy and if required, an alternate pump was available.